Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2010. The fse completed a minor alignment to the pipettor. The fse performed high sensitivity (hs) system check, carryover test, and 50-repetition precision test. All system test results conformed to the MFR's performance specifications. Pipettor. Pt samples were collected in lithium heparin tubes and centrifuged at 3,000 rpm (rotations per min) for ten mins. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-04791.

Event description:
The customer reported elevated, non-reproducible thyroid-stimulating hormone (tsh) results, above normal clinical range, for two pts, involving access 2 immunoassay system. This report refers to pt number one. Subsequent testing on an alternate synchron lxi 725 system produced results within clinical range. The elevated result was not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.